Manufacturer narrative:
The reported event of over sensing was not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that p waves were being oversensed on the right ventricular lead. A chest x-ray was performed and confirmed lead dislodgement. Programming changes were made. The lead was then explanted and replaced. The patient was in stable condition.